Manufacturer narrative:
(B)(4). (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was an unexpected high uf for the therapy compared to other therapies. If any additional relevant information is received, a follow-up will be sent.

Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2012 09:30:02. During night drain cycle four, the patient's ultrafiltration (uf) reading was 7248ml, indicating the home patient (hp) drained 7248ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. Upon further investigation, the uf reading from drain cycle five was added into the uf reading for drain cycle four due to the patient ending therapy before the drain was completed. The drain volume of drain cycle four was 2235 ml, which does not meet iipv criteria. However, the drain volume for drain cycle five was found to be 9011 ml, which does meet iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4).